Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as 6000093-2007-02322, -02323, -02324, -02325 and -02326. It was reported that post a coronary drug eluting stenting treatment procedure, a retro pericardium bleed occurred. Initially, the physician placed a taxus express2 3.0x16mm drug eluting stent to the 70% stenosed lesion located in the nontortuous, noncalcified, proximal left anterior descending (lad) artery. Ivus confirmed good stent position, but upon post dilatation, unknown type and size balloon, a spiral dissection and ivus induced thrombosis occurred. Ivus was then used to place three more taxus stents to the proximal lad, unknown sizes. One hour later, the patient experienced chest pain and angiography revealed a clot. Two more taxus stents, unknown sizes, were placed in the proximal lad to treat the thrombosis. All six taxus stents were placed overlapping each other. The patient experienced chest pain once again post procedure, but angiography confirmed the stents were patent. "A retro pericardium bleed was detected due to medication." The patient status post procedure is noted as "ok" and the patient was discharged to home at an unknown date.